Event description:
It was reported that the patient presented at the clinic and their implantable cardioverter defibrillator (ICD) was found to be in backup vvi mode. The device was successfully restored to nominal settings, and the patient was stable.